Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a vertical gas breakthrough (vgb) occurred in the right eye during a lasik procedure. While the flap was being lifted, a small tear in the inferior flap edge in the area of the vgb was noted. The surgeon was able to lift flap but noted it felt thin. The procedure was complete with no further complications. Additional information requested.

Manufacturer narrative:
Data review showed the treatment report depicts a round edged spot at the margin of the flap and 11 o¿clock position. This spot could be characterized as a vertical gas breakthrough (vgb), caused by accumulation of photo-disruption by-products at the cutting level and finally venting through a symptomatic bowman- membrane. Log file review shows all laser system functions were within specifications for the respective treatment. However, the inclined offset was changed from +35¿m by z-offset -505¿m to +25¿m by z-offset -520¿m during pm (preventive maintenance) and then it was changed from +25¿m by z-offset -520¿m to +23¿m by z-offset -510¿m during another pm. The change of offset may have lead to a thinner flap. The root cause for thin flap could not be identified conclusively however, a setting of the cutting depth (offset value) within the lower range of specification is the most likely root cause. A possible contributing factor could be a fluid layer between the applanation cone and the cornea that can cause a significantly reduction of the achieved flap thickness if the surgeon uses too much balanced salt solution before flap cutting. The thin flap can cause vgb and difficulty lifting of the flap. The manufacturer internal reference number is: (B)(4).